Manufacturer narrative:
Additional information: the lesion being treated was a mildly tortuous proximal vessel with minimal calcification and 80% stenosis in the distal rca. It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. The device was inspected before use with no issues noted. Minor resistance was noted while advancing the device through the proximal vessel. Excessive force was not used. A 50-50 concentration of contrast/saline was used. A 3.5 x 24mm non-medtronic des was implanted in the rca. The balloon failed to deflate. Deflation difficulties were noted after the first inflation. No difficulties noted during inflation of the device. An inflation pressure of 16 atm was applied. The device was not moved or repositioned while inflated. The inflator was changed to one full of saline. The balloon was aspirated with a saline syringe and up and down on inflator multiple times. It was also left on negative for a few minutes with no change. High pressure inflations up and down to 30 atm were performed and then it was left on negative. It slowly deflated at this point over 1-2 minutes, approximately 10-15 mins from initial inflation. No intervention was required to remove the device and it was removed easily. There was 1mm st elevation for 10 minutes noted on the electrocardiogram. The patient was also reported to have chest pain. There were no issues noted with the 4.0x15mm nc euphora balloon catheter used. Event date. Correction: patient is male. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one 4.5x8mm nc euphora balloon catheter to treat a lesion in the distal right coronary artery (rca). It was reported that deflation difficulties were encountered. The rca lesion was stented with a 3.5x24mm drug eluting stent (des). The stent was the post dilated with a 4.0x15mm nc euphora balloon catheter followed by a 4.5x8 nc euphora balloon catheter which would not deflate. It was stated that the indeflator devices were changed, up and down repeatedly with no deflation and other options were considered. Further up and down with the inflation device were performed which resulted in balloon deflation which took approximately 15 mins to deflate the balloon. There was st elevation noted on the electrocardiogram (ECG) but the patient was stable. There was good stent expansion on completion of the procedure. No further patient injury was reported.